Event description:
The customer reported a 'stator not on' error. This error will result in an uncommanded system shutdown. No patient or user injury was reported.

Manufacturer narrative:
The customer declined to have the service representative repair the system. No further information is available.